Manufacturer narrative:
Investigation summary: troubleshooting by ocd personnel determined that the customer incorrectly applied the troponin I duplicate testing algorithm, as recommended by customer notification ce02-032. The analyzer posted malfunction codes at the time of the biased results that indicated well wash dispense errors had occurred. A fe was dispatched to the site and replaced the well wash assembly. No pt harm was reported. User error contributed to the event.

Event description:
The customer obtained falsely high troponin I results on a pt sample and reported results to the floor. Elevated results of this magnitude might lead to inappropriate physician action. There was no report of pt harm as a result of this event.